Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high/unstable threshold and a fracture was suspected. The implantable cardioverter defibrillator (ICD) was suspected to have had premature battery depletion. The right ventricular (rv) lead was capped and replaced as the patient access to the left was noted to be closed. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.